Manufacturer narrative:
Occupation: other, senior counsel, litigation. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was pulmonary embolus and deep vein thrombosis. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The report states that the filter malfunctioned including filter struts piercing the wall of the ivc (15.88mm), the posterior filter strut piercing the wall of the ivc (9.26mm) and lying adjacent to the prevertebral structures, the lateral filter strut piercing the lateral wall (15.25mm), the anterior filter strut piercing the corresponding wall (8.54mm) and a 26.21-degree anterior tilt of the ivc filter. Per the patient profile form (ppf), the patient reports filter tilt and ivc perforation. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter strut piercing the wall of the inferior vena cava (ivc) (15.88mm), the posterior filter strut piercing the wall of the ivc (9.26mm) and lying adjacent to the prevertebral structures, the lateral filter strut piercing the lateral wall (15.25mm), the anterior filter strut piercing the corresponding wall (8.54mm) and a 26.21 degree anterior tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of recurrent pulmonary embolus and deep vein thrombosis. The filter was deployed via the patient's right common femoral vein. It was placed below the level of the renal veins. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that four struts perforate outside the inferior vena cava (ivc) with one of those struts lying adjacent to the prevertebral structures and anterior tilt of the filter. The patient became aware of the reported events approximately eleven years after the index procedure.